Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level in the 600 mg/dl range and diabetic ketoacidosis. Reportedly, the customer loaded the pump with "bad" insulin. Subsequently, the customer was hospitalized. Bg was treated with intravenous insulin and manual injections prior to allowing the customer to resume use of the pump for insulin therapy. Reportedly, the customer sustained a tear in the esophagus due to vomiting. The customer was released on (B)(6) 2019 with the issue resolved.